Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation unit powered up properly. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit also passed the sleep current measurement and active current measurement test. During download history review no relevant alarms confirm in download history files to confirm reason code. Using the baat tool, customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of low bgs. Unit powered up properly with no blank display, no delivery anomalies and unit communicated properly using guardian link 3 with no anomalies noted. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was not working and not delivering insulin sometimes, loss communication and change sensor alert. The customer experienced bleeding and hypoglycemia with blood glucose value of 59 mg/dl. The hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-342, mmt-431ak, mmt-7040a. Troubleshooting was partially performed and issue was not resolved. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ak. No product return is required for mmt-7040a.